Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Upon delivery, it was observed the cannula kinked below the outlet and it resulted in low flows during impella support. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was not received for evaluation. The root cause of the low pump flow was due to a kinked cannula due to improper technique use. This report is being filed as part of a retrospective review of historical records.